Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report a fluid spill in the orthopat machine. No donor or operator injury was reported. Upon eval, a blood spill was discovered internal to the device. Components which were replaced due to the blood spill include top deck distribution board, power supply, rbc lenses and battery pack. The machine is now ready for use.(B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a fluid spill in the orthopat machine. No donor or operator injury was reported.